Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A follow up report will be filed.

Event description:
Received information that alleged pump stopped all insulin delivery.